Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The physician was concerned that there may be tissue in the tips of both leads so he decided to extract the lead. No additional information is available at the moment. No additional adverse patient effects were reported.